Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was believed that electrocauteries were used during previous non-device related surgeries and had damaged the ipg. The patient was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient, who had a history of non device related surgeries, had difficulty charging the ipg. It was unknown if electrocautery was used or not. The patient will undergo a battery revision.

Event description:
A report was received that the patient, who had a history of nondevice related surgeries, had difficulty charging the ipg. It was unknown if electrocautery was used or not. The patient will undergo a battery revision.

Event description:
A report was received that the patient, who had a history of nondevice related surgeries, had difficulty charging the ipg. It was unknown if electrocautery was used or not. The patient will undergo a battery revision.